Event description:
A us dist returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was investigated. Upon eval, there was an open pulse wire in the cable connecting distribution node (dn) and the front therapy electrode, between ECG electrodes a and b. Investigation revealed that the ECG electrodes were functional, but the electrode belt failed the therapy electrode recognition test. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open pulse wire.